Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. A complete lead was returned in one piece. Visual and x-ray inspections of the lead found the inner coil was offset/ damaged with stripped polytetrafluoroethylene (ptfe) coating at the s-curve region consistent with procedural damage. The guidewire insertion/ removal test was not performed due to damaged inner coil, as received. The cause of the reported event was due to damaged inner coil with stripped ptfe coating.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician was unable to insert the guidewire into the lumen of the left ventricular (lv) lead. Two more attempts were made but were unsuccessful. The lv lead was not used and replaced. The patient remained stable throughout the procedure.